Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 for the treatment of stress urinary incontinence and mesh was used. The patient experienced multiple complications, including erosion, bleeding, incontinence, infection, swelling, difficulty voiding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with cystoscopy posterior repair with bilateral sacrospinous, ligament suspension, enterocele repair and mesh augmentation due to stress urinary incontinence, rectocele, enterocele and vaginal vault prolapse with associated cystocele. No additional information was provided.